Event description:
It was reported that the right ventricular (rv) lead was difficult to place. Multiple sites were attempted and consistently low r waves were noted. It was also indicated that "the screw seemed a bit bent after a while." The lead was abandoned and an alternative rv lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).